Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 303 mg/dl at the time of the incident, treated with manual injection. Troubleshoot for high blood glucose was declined. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal (recessed). Customer was explained possible cause of the a33 alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.